Event description:
It was reported that lead damage occurred during a lead burial procedure. A plasma blade was used intraoperatively when suspected lead damage occurred. There was suspicion, but no confirmation, that the lead damage was due to the plasma blade used during the procedure. The damaged leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event : (B)(4). Evaluation code (method): the device was discarded at the customer site therefore analysis was unable to be performed. Evaluation code (result): the device was discarded at the customer site therefore analysis was unable to be performed. Evaluation code (method): the device was discarded at the customer site therefore analysis was unable to be performed.